Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#:1627487-2017-06708, reference MFR. Report#:1627487-2017-06710. It was reported the patient is experiencing positional stimulation from the scs system. Reprogramming is unable to resolve the issue. Consequently, surgical intervention may be planned to address the issue.

Event description:
Device 2 of 3, reference MFR. Report#:1627487-2017-06708. Reference MFR. Report#:1627487-2017-06710. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg was electively replaced. No intervention was taken on the leads. Effective therapy was restored following the procedure.